Event description:
It was reported that a patient underwent an ophthalmic procedure on (B)(6) 2025 and suture was used. The expiration date of unknown label is incompletely printed and cannot be completely attached to the medical record. So far don't know what kind of label is claimed by hospital. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there patient consequences? If yes, please explain. Any photos of the label available for visual analysis? Lot number? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.